Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system stopped working in 2010, but the nature of the malfunction is currently unknown. The patient is working on finding a surgeon to discuss having his receiver replaced with an ipg.